Event description:
Reporting 1 symptomatic (runny nose, congestion), (B)(6) female false positive sars result. Customer communicated results were confirmed negative by pcr. Customer declined to further troubleshoot issue.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.